Event description:
It was reported that the pt felt approx ten mins of stimulation, and then the stimulator turned off. A sjm rep met with the pt, but various troubleshooting steps were not successful. F/u on the pt found that the pt is scheduled to see her physician for an x-ray of the sys and to discuss the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.